Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08232. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular and atrial leads exhibited oversensing. Programming changes were made but no changes could be done to resolve the right ventricular lead oversensing. No other anomalies were noted. Patient was stable.